Event description:
This spontaneous report was received from a chilean consumer and concerns a female patient. She was injected with radiesse, into the cheekbones (reported as apparently), two weeks (also reported as three weeks) prior to the report, in (B)(6) 2022. Radiesse was diluted (product preparation issue, off label use of device). In (B)(6) 2022, after the radiesse injection, the patient experienced cheekbones became very swollen (which diminished slightly) and from the following week her face began to become square and jowls increased. The patient was feeling like it was not her and that her face was deformed. She consulted with the professional who injected radiesse. As a corrective treatment, the professional indicated corticosteroids and informed her that the increase in volume and changes in her face were normal. The patient did not want to start a complaint or cause problems for the professional, she just wanted to reverse or speed up the effect of the product. She pointed out that this was keeping her very distressed and she just wanted to know if there was anything that was possible to do or how long did she have to wait to get back to normal. The outcome of the event was reported as unknown. Follow-up information was received on 29-dec-2022: the patient was injected with radiesse, into the cheekbone and jaw (face), to improve the quality of the skin, in the second week of (B)(6) 2022. She was injected in a fan shape from the cheekbone and then from the jaw. The patient was previously treated with botox, into the forehead. Concomitant medications included zolpidem sos. She had no medical history or known allergies. At the time of this report, the swelling on her cheekbones subsided slightly. The patient did not know if it was an adverse effect as such. The problem was that she felt like her face changed. She had more cheekbones (which she already had a lot of), it was squarer, and the mandibular edge was more bulky and elongated. The patient believed it was a desirable effect in certain people. The patient insisted that it was not a complaint about the product, just that it caused her anguish to see her face different. It was not what she wanted, and she wondered if there was any way the product was absorbed more quickly. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). In the opinion of the reporter, the event was of moderate intensity. Follow-up information was received on 26-jan-2023: the suspect product was recoded from radiesse to radiesse(+). The patient was injected with radiesse(+), on 07-dec-2022. Batch number was reported as a00037100. The batch record review was received and the lot number for radiesse(+) was confirmed as a00037100 (expiry date: 10/2023). A lot search in the global safety database was conducted. Radiesse(+) was diluted with 1.6 ml of serum. The patient was injected with 1.6 ml of diluted radiesse(+) into the each side of the face, into dermis plane, using a 23g cannula. The treatment site was confirmed as entry point ck1 and the other point at the mandibular angle, with a 5 cm 23g cannula that was placed in the shape of a fan, entering through both points. The patient undergone double chin liposuction (reported as lipo), approximately 8 months prior to the report. The patients physician informed that there was no concomitant medications. The physician made an appointment for post-treatment evaluation, on (B)(6) 2022. The physician observed that she was normal, according to their criteria she did not have any inflammation or her square face was observed. She requested in writing that physician send her some medication to take before arriving at her time and the physician recommended traumeel every 3 hours that day and every 6 hours the following day. On )(B)(6) 2022, the patient texted the physician and informed her cheeks were still swollen, a little less than when she went to see the physician, but now her jowls increased and her face was squarer. The patient sent a message asking how long it was going to take for that inflammation to go down and return to her normal face. On (B)(6) 2022, the physician answered to send a photo to see how was she. Otherwise, the physician was able to see it today in the afternoon. On (B)(6) 2022, the patient responded she was in santiago, but that she was going to send a photo as soon as she was able to. On 26-dec-2022, she sent two photos and asked if there was a possibility that the product was going to be removed faster. The physician replied that if they had a way, however the physician saw her face as very normal for them, but that they were going to give her the requested indications (as reported): prednisone 20 mg, day 1 and 2, 1 tablet in the morning and 1 tablet at night, day 3 and 4 half a tablet in the morning and half at night and on day 5 half a tablet in the morning, for only 5 days. At the time of the report, the physician did not hear from the patient. The outcome of the event remained unchanged. In the opinion of the reporter, the event was of mild intensity (changed from moderate). Case closure dated on 03-apr-2023: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 09-apr-2024: this case was upgraded to serious. The events inflamed facial glands and deposits were added. The patients gender was amended. He was injected with a total of 1.5 ml of radiesse(+). On (B)(6) 2022, 15 days after the radiesse(+) injection, the patient experienced swelling and increased size of the face. As reported, he continued to have swelling in the face, cheeks and chin, 16 months after the procedure. The patient was not hospitalized. Corrective treatment included radiofrequency, co2 laser, red and infrared laser, hyaluronidase and collagenase, carboxytherapy, lymphatic drainage, furosemide, prednisone, colchicine, antiallergics and traumeel, without any decrease in inflammation. An ultrasound showed deposits of 0.8 cm and inflamed facial glands. The outcome of the inflammation was reported as not resolved (changed from resolving). The outcome of the events inflamed facial glands and deposits was unknown. In the opinion of the reporter, the event was not life threatening, considered not to be permanent, did not lead to a new diagnosed chronic disease and intervention was necessary to prevent a life threatening condition or a permanent damage.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event became very swollen/ jowls increased/ face began to become square/face was deformed (pt: injection site swelling), was deemed to meet the serious criteria of permanent damage, as permanent damage cannot be excluded with certainty. The device history record for radiesse(+) injectable implant, lot number a00037100, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non-conformances were noted related to this lot.